Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications and there is no evidence of devic defect or malfunction. A review of product history indicates this device to be a reliable component of electrosurgery. Megadyne determined to report this event based on information that a burn occurred to the patient's bowel. Megadyne has requested additional information and made requests for the device to be returned for further investigation and evaluation. Device not returned for evaluation.

Event description:
Hole in insulation, arching occurred resulting in burn to bowel.

Manufacturer narrative:
Inspection of the returned device revealed damage to the insulation allowing the high frequency current intended for cutting and coagulation to exit through the area of damage. There are multiple markings on the device indicating exposure to conditions beyond the scope of the design and intended use of the device. The markings are consistent with mechanical damage typically caused by grasping the electrode with a clamping device. The instructions for use cautions the user to discard damaged electrodes. We consider this matter closed.

Event description:
Hole in insulation, arching occurred resulting to burn to the bowel.